Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's continuous glucose monitor read "high," however, a specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to initially address bg. Reportedly, customer required paramedics to address bg with a manual injection. Customer changed pump supplies to address the issue.